Event description:
Multiple reports from end users that this device has leaked at the point of connection, although the purpose of this device is to protect the health care worker from exposure to hazardous drugs.